Event description:
An altitude alarm 21 was reported with the pump. There was no adverse impact on the customer¿s blood glucose level. The issue with the same pump had been previously reported within the past month. The customer was taking precautions to prevent the altitude alarm, such as not exposing the pump to condensation or humidity. Tandem technical support resolved the issue by deciding to replace the pump.